Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The reported system fault 75 was confirmed through review of the device logs. The investigation determined that the system fault was due to a software fault. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
Please refer importer report# (B)(4).

Manufacturer narrative:
The device was returned to the mfg facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).